Event description:
Patient reported that he performed a prime twice on his device and nothing emerged from the infusion set. Patient did try another tubing and everything worked fine. There were no blood glucose concerns.